Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The failure mode, insufficient resection/dull, could not be confirmed due to device was not returned. The probable root causes can be associated, but not limited to: inadequate window profile, gap between cutter/housing (high gap), and/or insufficient sharpness. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the arthroscopic bur did not adequately debride bone. As a result the physician completed the procedure by transitioning to open shoulder repair.

Event description:
It was reported that the arthroscopic bur did not adequately debride bone. As a result the physician completed the procedure by transitioning to open shoulder repair.